Event description:
Customer reported experiencing a low blood glucose level, with the lowest recorded at 52 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose and agreed to proceed with a supplies and system check. Control-iq feature was enabled, and system check was performed by tandem technical support and the pump is functioning as intended.